Event description:
Related manufacturer reference number: 2017865-2021-34258. It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right ventricular lead exhibited high capture thresholds, and low r-wave sensing. Additionally, x-ray revealed right atrial dislodgement. Previous x-rays had noted lack of slack on both the right atrial lead and right ventricular lead. Both leads were repositioned. The patient had no adverse consequences and will be monitored.